Manufacturer narrative:
The pump was unable to prime during the prime test due to a faulty force sensor resistor. The pump passed displacement, rewind, basic occlusion, self test, and unexpected restart error test. The pump passed all operating currents tested within the specification range and passed the off no power alarm test. No missing segments/partial display noted during testing. The pump was received with a cracked reservoir tube lip, a cracked case near the display window corners, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump has some lines at the bottom of the screen. The customer states he had bumped the insulin pump earlier. The insulin pump passed the selftest. The lines went away for a brief moment and then came back. Blood glucose value is unknown. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.